Event description:
During an angiographic injection with contrast, it was reported contrast was observed flowing abnormally out of the catheter. The catheter was removed from the patient and a hole was found at 3 cm from the distal tip. No patient injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 6.5 cm from the distal tip. Based on the evaluation, the catheter appears to have ruptured due to catheter over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter. The IFU includes a warning "when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded". Catheter rupture.